Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device shut off during a patient transport. The display turned black, and the ventilation was interrupted. There were no health consequences for the patient reported. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
The log file of the affected device was analysed regarding the reported event. Based on the analysis of the log file the reported event could be confirmed. The device switched to external battery during patient transport. The external battery could not hold the charge as specified and led to premature switching to operation on internal battery. The internal battery was also unable to hold the charge as specified, causing the supply voltage to collapse prematurely. The capacity of the batteries must be checked regularly during maintenance. The service life of the batteries depends on their use conditions. Under unfavourable operating conditions and frequent transport, it may be necessary to replace the batteries much earlier than planned. The internal batteries have already been replaced and the device has been checked according to the manufacturer's specifications without any abnormalities. The external batteries should also be replaced. During operation and with external and internal batteries present, the evita xl switches to the external batteries first if the mains supply fails and informs the user accordingly. Depending on the installed battery capacity, the device continues to operate and then switches to the internal batteries. After the battery is discharged, an audible mains failure alarm sounds for at least 2 minutes. The airway system is open at this point to allow spontaneous breathing. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device shut off during a patient transport. The display turned black, and the ventilation was interrupted. There was no health consequences for the patient reported. The device has no UDI as an UDI was not required at the time the device was manufactured.